Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, approximately one month after the device had been place; it was found that the stomach wall of a patient eroded due to the device. There was no malfunction with the device itself. According to the nurse, the patient was "very thin and had cancer which may have contributed to the device eroding the stomach wall.¿ the device was removed and replaced with a standard peg. The stomach wall erosion healed on its own. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of this event was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation, as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.